Event description:
When exhausting the air during preparartion, it was reported the catheter leaked and was unable to deflate. There was no clinical consequence to the patient as a result of this event.

Event description:
When exhausting the air during preparation, it was reported the catheter leaked and was unable to deflate. There was no clinical consequence to the patient as a result of this event.

Manufacturer narrative:
Expiration date: added. Gtin: added. Device evaluated by mfg: updated to yes. Manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Inspection of the returned device found damage on the shaft (kinked, wrinkled). Inspection of the hub, lumen and balloon bonds found no anomalies. During functional testing, the device was prepared per directions for use (dfu), inflated and remained in its inflated state for one hour as expected and deflated without incident; no leak was detected. Additional information from the customer stated the device was prepared according to dfu but was not inspected after preparation. Although the balloon could be inflated and deflated as expected during functional testing, the observed damage of the catheter shaft can contribute to the reported difficulty inflating and deflating. Since it is not known when the damage to the device occurred, an assignable cause cannot be determined. Further, the report the balloon catheter shaft leaked could not be confirmed as no leak was found during device analysis.